Event description:
It was reported by service report that the footboard had no power. The customer reported that they did not know if there was patient involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Result: footboard. Conclusion code: new footboard was ordered and received by customer.